Event description:
Circuit of fisher and paykel neopuff circuit was connected to knob which adjusts the peak inspiratory pressure instead of the gas outlet. The knob and outlet are the same size. The team attempted to give blow by oxygen for 11 minutes before problem was discovered. Pt remained blue during this time.